Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation port or balloon assembly. The sample passed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found. One tr band and inflator were returned for assessment and the sample passed leak testing. The check valve was deconstructed, and foreign matter was found. The complaint can be confirmed for foreign matter in the valve. Review of the device history record cannot be completed due to the unknown lot number. A corrective action was initiated for this issue. Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo received the following reported information: the tr band lost air by the time the patient arrived in recovery (20-45 minutes after placement). There was no noticeable damage to device. The patient was stable; however, blood loss was unknown.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.